Event description:
It was reported that the user was unable to load a clip to the applier during a surgery. On checking, the jaws were found misaligned. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient. No injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found complete without any irregularities. This device was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4). Lot in july of 2022 it was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned device as received shows that the tips are slightly loose and misaligned to each other in the closed position and one of the jaws is bent/damaged. We are able to validate this complaint. We are unable to determine what caused one of the jaws to become bent/damaged but mishandling of this instrument at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that the user was unable to load a clip to the applier during a surgery. On checking, the jaws were found misaligned. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient. No injury reported.